Event description:
It was reported by the risk management dept a pt emergently received a repeat catheterization procedure. An angio-seal device was used to seal the right femoral arteriotomy site one month earlier. The physician made puncture for the emergent catheterization procedure adjacent to the prior angio-seal site as the left femoral artery was not accessible. The physician described the right femoral artery as "harder than normal" but was able to insert a guidewire without difficulty and completed the case. At the conclusion of the case, an antegrade arterial dissection was noted in the right femoral artery originating at the superior aspect of the previously placed angio-seal device. There was no immediate vascular compromise noted, however, the vascular surgeon took the pt to surgery for repair of the right femoral arterial dissection because the area was not advantageous to stent placement.